Event description:
Upon rn (registered nurse) dual check for fluorouracil infusion home pump, rns noticed liquid in the transport bag. The apex medication label as well as the infusion home pump was wet. Rns notified pharmacists. Upon review, could not determine source of leak but for safety we felt it was best to not use the pump and remake the medication. Upon looking at dispense preparation images, the product information is the following: apex medication order ID#: (B)(4), smartez pump pmi item #: se0005-270c, ref: 484041, lot #: c23c003, exp. Feb-01-2026.